Manufacturer narrative:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the air dryer system. The se noted the device failing the breath delivery (bd) audio test and failing a cap dis-charge. The se replaced the bd power distribution assembly. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the breath delivery unit (bdu) audiio test, failing a cap dis-charge in the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Additional codes added to evaluation code method and result. Device evaluation summary: one air dry assembly was received by failure investigations for analysis. The fault was isolated to a loose outlet end cap, however, a root cause could not be identified. One power distribution assembly was received by failure investigations for analysis. The fault was isolated to a faulty c4 capacitor. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.